Manufacturer narrative:
Date of event is estimated. Reporter phone number- (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-00963. It was reported that the patient experienced ineffective therapy. Additionally, the patient required a decompression and tlif. As such, the entire drg system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-00963. It was reported that the patient experienced ineffective therapy. Additionally, the patient required a decompression and tlif. As such, the entire drg system was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.